Event description:
It was reported to philips that the contact force system on the detector was not sufficiently sensitive on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Sid setting was adjusted, and philips service trained the customer on system usage. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).